Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg was exposed to blood which potentially leaked inside the device. The battery drawer, lower case and upper case were contaminated. The test access label was contaminated. The hanger assembly was contaminated. The main world label was contaminated. The main seal was contaminated. The battery shorting bar was contaminated. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.